Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported by the patient that she was told the recharge frequency would be one week. The patient stated that she recharged fully on monday and stimulation had turned off the date of report. Patient services inquired how the patient knew the implantable neurostimulator (ins) was full and the patient stated ¿it clicked and turned off and [the patient] did not remember¿ because, it was 5am and the patient charged overnight. It was noted that the patient was recharging more than expected. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient began to need sticky discs about a month after implant.